Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, and these data were analyzed. Std reviewed and there were no anomalies found. There were no ventricular high rate episodes noted on the s2d, no impedance anomalies found, and the ventricular lead impedance appears stable at approximately 850 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had ventricular fibrillation episodes and was hospitalized afterwards. There was concern that there may have been lead issues. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had ventricular fibrillation episodes and was hospitalized. There was concern that there may have been lead issues. The leads remain in use. It was further noted that the patient was hospitalized and placed on extracorporeal membrane oxygenation. No additional patient complications have been reported as a result of this event.